Event description:
It was reported that the implantable pulse generator (ipg) battery had reached elective replacement indicator (eri) faster that the expected. It was noted that the ipg impedance was high. The left ventricular (lv) lead had exhibited high thresholds. The ipg and lv lead remain in use. No patient complications have been reported as a result of this event.